Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Unable to perform baseline and wireless functionality, displacement dose accuracy test, and leadscrew reset torque test due to intermittent screw retraction. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Inpen passed front cap investigation. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to intermittently retract. This can affect insulin delivery. Therefore, the customer concern of screw not moving as intended was confirmed. An intermittent leadscrew retraction can affect the accuracy of dosages when dialed to desired numbers, therefore, unable to verify customer's concern of dose log inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose amount the application recorded was different than what was dialed on the inpen and lead screw anomaly that inpen not dispensing insulin. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and the intended dose amount and dose amount recorded in the inpen application was greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device will be returned. The customer will discontinue the use of the device.